Event description:
The dmop45 product was placed at an unknown date. It was reported that it collected blood forcing complications and removal.

Manufacturer narrative:
Initial submission was inadvertently submitted to the FDA webtrader test account.